Manufacturer narrative:
The insulin pump had no button error alarm. The insulin pump was received with intermittent button response due to moisture damage keypad trace. The insulin pump had missing end cap sticker and no moisture damage on electronic assembly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that he insulin pump alarmed button error. Customer's blood glucose was 168mg/dl. Advised customer the pump will be replace and revert to back up plan.